Manufacturer narrative:
Boston scientific received additional information from the local representative. The patient did require external defibrillation which successfully terminated the induced arrhythmia. The patient did not suffer any complications or injuries. The local representative spoke to the patient who was found to be alert and oriented. From the physician's perspective, there were no allegations of implanted device or programmer malfunctions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was trying to determine if an electrophysiology (ep) fellow inadvertently induced a patient into an arrhythmia during a programmer interrogation session. Analysis of a preliminary log file analysis identified about a two second induction followed by an abort command which turned the device off. The ts consultant who reviewed the stored data felt that this was not the result of telemetry noise and was consistent with an unintended induction. Programmer log files from the programmer were successfully uploaded for detailed analysis. The log files were reviewed which confirmed that the hold to induce button on the programmer was pressed for 1.4 seconds and then released. After the device started charging and the user pressed the abort button on the programmer which diverted the shock and programmer therapy off. Marker data showed that the patient in a fast rhythm for approximately two minutes (12:52:59 through 12:54:53) until telemetry was lost. Analysis from programmer log files confirmed a user-interface (operator error) induction.